Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014. The patient manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿tingling, burning in feet, dizzy, lethargic¿ a few days after the product issue began. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did not turn on with the power button and the correct test strips were being used. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did he receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (02/17/2015). The patient¿s meter has been returned on 1/27/2015 and evaluated by lifescan product analysis on 2/4/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.